Manufacturer narrative:
The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found dark residue occlusion in the dispensing holes. The pump was returned for analysis. The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (10 mg/ml at 5.496 mg/day), bupivacaine (30 mg/ml at 16.487 mg/day), and clonidine (600 mcg/ml at 329.73 mcg/ml). Analysis of the pump found reservoir access issues due to residue. The catheter ((B)(4)) was returned for analysis. Analysis of the catheter found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n281899004, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing morphine (dose and concentration unknown). The indications for use included non-malignant pain, failed back surgery syndrome, and chronic low back pain. It was reported that while the patient's pump was being replaced for normal end of service (eos), a dye study was performed and it was determined that the catheter was not patent. The catheter was replaced as a precaution, and a new system was implanted with no issues. The issue was considered resolved and the patient's status was alive - no injury. No patient symptoms were reported. There were no environmental, external or patient factors that were thought to have led to the issue. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that this all occurred during the patients replacement with the managing doctor. No further complications were anticipated/reported.